Event description:
It was reported that the atrial intrinsic amplitudes were out of range. Isolated atrial undersensing was seen on stored electrograms (egms), the device remains implanted to date. No adverse patient effects were reported.